Event description:
Information received by medtronic indicated that insulin pump was beeping and exposed to moisture. Customer stated insulin pump had hairline crack on the battery side. Customer stated that the insulin pump was stuck. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On 02/18/2022 customer reported that his unit got wet, it kept beeping, and a crack in the case. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, scratched keypad overlay, scratched case. Unit was received with a flashing medtronic logo screen. Unable to perform displacement test due to the display anomaly. After visual inspection, there is corrosion in/around the following: pcba1--components located at the top of the back side, back of the lcd screen. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the unit booted up to a frozen medtronic logo screen with the notification light flashing and the vibrator vibrating. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a flashing medtronic logo screen. In summary, the customer's report that his unit got wet and a crack in the case was confirmed and that it kept beeping was not confirmed. The flashing medtronic logo screen is due to pcba2 and the moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.